Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: additional information g4: please note that the PMA/ 510(k) information was inadvertently omitted from the initial report. The information in section g4 has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿(B)(4).

Event description:
It was reported from india that during service and evaluation, it was determined that the battery handpiece device was difficult to assemble/disassemble, had component damage, would not run, had a sticky trigger, moving parts of the device did not move smoothly, and failed the leak tightness test. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check fitting of the lid, check for wear on housing, check function of device, and check the incompatibility with lid of trs recon saw. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022 all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.